Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was used. In (B)(6) 2024, moderate occasionally urine incontinence was noted. Unspecified drug therapy was provided and pelvic floor training was recommended. This was reported as not related to the study device and unlikely related to the study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What type of incontinence is the patient experiencing (urge or stress incontinence)? Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) please describe any medical intervention required to treat the incontinence including medication name and results. Please provide the date and surgical findings of any reoperation performed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Country of event? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information a2, d1, d3. Additional information: a4, d4. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 78 years, female, 69 kg, 159 cm, 27.3 kg/m3 bmi. Date and name of index surgical procedure? On (B)(6) 2024; dynamic colposuspensuion with tvt exact and intraoperative cystoscopy and coloperineoplasty. The diagnosis and indication for the index surgical procedure? Stress urinary incontinence grade iii, rectocele grade ii. Were any concomitant procedures performed? Intraoperative cystoscopy and colpoperineoplasty. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Onset date on (B)(6) 2024. Symptoms: patient reports occasional urinary leakage- sometimes dropwise, sometimes more pronounced- when standing up after prolonged sitting. No urinary leakage occurs with coughing, sneezing, laughing, or physical activity or waking. She also reports a slight urge component. What type of incontinence is the patient experiencing (urge or stress incontinence)? Urge incontinence. Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) better. Please describe any medical intervention required to treat the incontinence including medication name and results. Ovestin ovula is recommended for 2 times per week via vaginal application. A referral for pelvic floor training under pysiotherapeutic supervision will be issued. Please provide the date and surgical findings of any reoperation performed. Not done what is the physician¿s opinion as to the etiology of or contributing factors to this event? Weak pelvic floor muscels and vaginal atrophy. What is the patient's current status? Unknown, patient could not be reached by phone on (B)(6) 2025. Surgeon¿s name? Dr. (B)(6). Product code and lot number? Lot: 3944868.